Event description:
This ipg was intended for pt implant. It was reported that no communication could be established with the device prior to the surgical procedure. Multiple troubleshooting techniques were tried to no avail. As such, a new ipg was used to successfully complete the case.

Manufacturer narrative:
Eval: results: as received the ipg was non-functional. The battery was detected and powered with an external power source after which the ipg passed auto test. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.